Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user¿s ilet screen was unresponsive to unlock while the bell and cartridge icons remained tappable, and a crack was observed at the bottom of the screen; the device was replaced and the user was instructed on return, data sync, shutdown, and start-up of the replacement. Symptoms included no injury, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included continued use of the user¿s cgm with a phone or receiver and no medical intervention or hospitalization. Investigation included technical troubleshooting and visual inspection guidance. Investigation of this device revealed physical damage to the touchscreen consistent with a cracked display causing impaired user interface response, with no evidence of software or firmware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.